Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures. While inconclusive, there was no evidence that the visual observation of thrombus was the result of the use of the orbital atherectomy device or that it caused or contributed to an adverse event for this patient. This event underwent review by the study medical monitor and was designated for cec review. The results of the cec review and adjudication will be reviewed and a supplemental report will be submitted if required. Csi ID: (B)(4).

Event description:
A study core lab reported a visual observation of a thrombus during their image review of a protocol-required, optical coherence tomography (oct) following a coronary atherectomy procedure using a csi orbital atherectomy device (oad). Additionally, the troponin level was noted to be above the upper limit of normal (uln) for the study. The procedure was completed with no adverse events or angiographic complications reported by the treating physician.

Manufacturer narrative:
The original event reported a thrombus based on the post-procedure imaging and biomarker review, which was referred to cec for adjudication as per eclipse clinical trial procedures. This event is adjudicated by the cec, and no reference to thrombus in relation to an adverse event was noted. The cec remarked that they had no comments regarding the observations, but also remarked that an mi appeared to have occurred based on their review of the observations. Csi ID: (B)(4).